Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced a connectivity issue between the ilet and dexcom cgm during sensor pairing, with the patient toggling between dexcom g6 and g7 before the sensor was successfully paired; the event was associated with elevated blood glucose over 400 mg/dl and a high glucose alert. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education provided by support, including sensor pairing steps and confirmation of successful pairing. Investigation of this case revealed a pairing failure not attributed to a specific responsible device, with resolution after device pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.